Event description:
Customer initially reports the item bends easily, tech was removing items from rack it bent, dropped on her hand. Her hand swelled up and she had to go to the ER. On (B)(6) 2013 spd supervisor reports via phone that when the technician was removing the organizing rack full of osteotomes from the top shelf of the washer the lambotte sterilizer rack bent and the perhaps previously damaged retaining arm that keeps osteotomes in place did not hold. The rack and osteotomes did fall on her hand. Hand swelling lasted a day or two, no subsequent issues. (Slee).

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.